Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (3,000.0 mcg/ml at 556.5 mcg/day) via an implantable infusion pump. It was reported a pump patient was admitted over the weekend ((B)(6) 2021) as an hourly alarm was going off. The patient was not due to be refilled until the next month. On interrogation, the pump seemed to be working okay. They were refilled the afternoon of (B)(6) 2021, and the expected amount of old baclofen was removed. After the refill, the alarm sounded again. An hcp indicated it was single beep and didn't sound like the alarms they had heard when a motor had stalled. There were no reported patient symptoms. Further complications were not reported. Additional information was received. The manufacturer's representative was certain the alarm was coming from the pump. Additional information was received. According to a patient's family member, the alarm occurred approximately 50 minutes and 30 seconds after every hour. A session report (retrieved on (B)(6) 2021) was provided. The non-critical alarm interval was 1 hour 0 minutes. A review of the event logs did not reveal any events that would elicit an alarm. A video of the patient was provided. A single-tone beep with a short duration (approximately 1 second) can be heard. Additional information was received on 2021-may-14. Per the manufacturer's representative, "the source of the alarm hasn¿t been loca ted yet, I¿ve been in contact with tech services about this and we¿re not sure what the alarm is, but with all of the information we¿ve been given it seems like it shouldn¿t be the pump that¿s making the alarm. No actions taken as yet to resolve the alarm, other than changing it to alarm every 4 hours instead of 1 to see if that changes it." Additional information was received on 2021-may-28 from the foreign healthcare provider via a manufacturer's representative on 2021-may-28. It was confirmed that changing the alarm to 4 hours stopped the alarm. It was also noted that the rep remained unconvinced that the pump itself was alarming, but the hcp and patient were happy so the issue was considered resolved.